Event description:
It was reported that the customer received a sensor demo on screen when he pressed esc. Customer was able to clear the screen after troubleshooting. Customer also stated changing the settings due to being hospitalized two days prior to call for a high blood glucose reading of 1000 mg/dl per emergency room's meter. Customer stated insulin pump settings may be incorrect due to high blood glucose for more than twelve hours. Customer was meeting with diabetes trainer when he felt like vomiting and had a specific taste in his mouth. Customer went to the emergency room due to diabetic ketoacidosis. Customer was given insulin IV and fluids to bring down the blood glucose. Customer has not been receiving a no delivery alarm since the set has been changed. Current customer's blood glucose was 176 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.